Event description:
It was reported that pump battery did not charge despite using working wall outlets, tandem charging cable and adapter, and alternate cables and adapters, and pump did not shut down or become unable to turn on. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy while cts arranged shipment of replacement pump.

Manufacturer narrative:
In use at the time of the event:cgm model: unknown.mobile os: unknown.